Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 104 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm noted. The device was unable to prime during prime test due to moisture damage on the force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the device and passed. No button error alarm noted. The unit had intermittent button response due to corroded keypad traces, scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The device had moisture damage on the electronic and motor assemblies.